Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that the supply bag connection was loose and became disconnected from therapy which is a know cause of this alarm.. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell one of seven of peritoneal dialysis therapy. During troubleshooting, it was discovered that the supply bag connection was loose and became disconnected. It was not reported how the alarm was resolved. Proper procedures were reviewed with the customer. Patient was to complete therapy with manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.